Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images have been requested for further evaluation.

Manufacturer narrative:
Additional details reading the device and event were requested for further investigations but the information is unavailable.

Manufacturer narrative:
Phone number from initial reporter was added.

Event description:
On (B)(6) 2014, a gore® acuseal vascular graft was implanted as an upper arm fistula. It was reported to gore that the arteriovenous fistula was difficult to perform due to the patient¿s thin veins and the thicker nature of the graft. An end to side fistula was performed. On (B)(6) 2014, the patient presented with a graft occlusion. The occlusion was not treated and the graft remains in the patient but is not used for dialysis. A new gore® propaten® vascular graft was implanted.